Manufacturer narrative:
The device was not returned for evaluation as it remains implanted. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease inferior vena cava (ivc) filter. The following additional information received per the patient profile form indicates that the filter was unable to be retrieved although there have been no documented attempts made to retrieve the filter. The patient reports to have suffered a heart attack and to be suffering from constant discomfort from nerve pain and anxiety. According to the medical records, the patient had a history of colitis, deep vein thrombosis (dvt), pulmonary embolism (pe), difficulty with anticoagulation with rectal bleeding secondary to the ulcerative colitis. The filter was successfully deployed and the patient tolerated the index procedure well and left recovery in stable condition.

Manufacturer narrative:
After further review of additional information received the sections have been updated accordingly. It was reported that a patient underwent placement of a trapease inferior vena cava (ivc) filter. According to the information received the filter was unable to be retrieved although there have been no documented attempts made to retrieve the filter. The indication for the procedure was deep vein thrombosis and pulmonary embolism and intermittent episodes of rectal bleeding while on anti-coagulant therapy. The patient also has a history ulcerative colitis. In the information received the patient reports to have suffered a heart attack and to be suffering from constant discomfort from nerve pain and anxiety. The filter was reported to be implanted via the right femoral vein and deployed below the renal veins, measurement of the inferior vena cava was 15mm. The filter was successfully deployed and the patient tolerated the index procedure well and left recovery in stable condition. The product was not returned for analysis. A review of the device history record associated with lot 15094601 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported event. The trapease vena cava filter is indicated for permanent use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films or post-implant images for review, the reported allegation of retrieval difficulty could not be confirmed. The timing and mechanism of the filter becoming embedded has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. Nerve pain and anxiety do not represent a device malfunction and may be related to underlying patient specific issues. There is nothing in the reported information to suggest that there is a design or manufacturing related issue, as such no corrective action will be taken.